Event description:
It was reported to philips that the device shutdown while in patient use. This event was reported to have occurred during patient use. There was no harm to the patient reported. The customer spoke with a philips remote service engineer (rse). The customer was unable to locate a code in the service log stating the device powered down. The customer did find error code 100a: da pcba adc reference failed. The rse provided the customer with troubleshooting tips, emailed a copy of the service manual. The customer requested the part number for the mc to da cable. Further information is pending.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown.